Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a fungal/yeast infection was exacerbated by the lifevest equipment. The patient described the area as rash all over their back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed fluconavole oral medication for the skin irritation. Follow up indicated that the skin irritation improved.